Manufacturer narrative:
Qn# (B)(4). The customer returned a single endurance catheter assembly for evaluation. The catheter assembly had been fully advanced off the endurance device needle and showed evidence of use. No other components from the endurance device were returned. Visual examination of the catheter revealed that the catheter body was kinked in two locations; once directly adjacent to the catheter juncture hub and the other ~10mm further along the body. The two noted kinks were the only distinct kinks; however the catheter body was bent and curved in several locations. Microscopic examination of the kinks in the catheter body revealed the material was torn creating holes. The material at the kinks was flared outwards and folded over. This type of damage is consistent with a kink in the catheter body leading to a tear. The catheter tip showed evidence of use but no damage or anomalies. The kinks/tears in the catheter body were located 1 mm and 9 mm from the bottom of the juncture hub. The catheter body length measured approximately 85 mm which is consistent with the nominal value of 85 mm per catheter assembly product drawing. The catheter body inner and outer diameter were measured and both were found to be within specification. The catheter was flushed with water through the extension line using a 10ml hand syringe and leaked out of the tear in the catheter body adjacent to the juncture hub. No blockages or additional leaks were observed. A failure-investigation-report (fir) was performed by the manufacturing site for this failure mode and it was determined that there are no steps within the manufacturing process that could create the defect observed with the returned sample (prior to the leak test). The catheters are 100% leak tested during internal quality control indicating that the kink/tear likely occurred after the product had been released. A device history record review was performed on the catheter assembly and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product describe suggested techniques for catheter insertion and maintenance to mitigate damage to the device. It instructs the user to "fully advance catheter until the juncture hub advancer nose is against the insertion site" as well as warning "do not force catheter if resistance is encountered during advancement". The IFU also contains the warning "do not raise the catheter beyond 90 relative to the skin to avoid catheter kinking and damage" and provides a photo for visual instruction. The report of a catheter body leaking in use was confirmed through complaint investigation of the returned sample. Visual examination of the returned endurance catheter assembly revealed that the catheter body was kinked and torn in two locations along the catheter body; once directly adjacent to the juncture hub and the other ~10mm further along the body. The appearance of the kinks/tears in the catheter body is consistent with the catheter body kinking in use creating a hole/tear in the catheter material. The undamaged portions of the catheter body met all relevant dimensional requirements and a device history record review of the catheter manufacturing process did not reveal any relevant issues. Additionally, a failure investigation report performed by the manufacturing facility noted that the catheters are 100% leak tested before release and concluded the defect was unlikely to result from any manufacturing steps. Based on these circumstances and the customer report that the defect occurred during use, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports a leak at the juncture hub of the device.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports a leak at the juncture hub of the device.